Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged keypad unresponsive/button error alarm, no communication to meter, and no communication to transmitter causing high bg's found on (B)(6) 2021. Device passed the self test, sleep current measurement, and active current measurement, however failed the rewind test due to pump error 37 alarm, thus could not perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Pump did not communicate properly with test guardian link transmitter and meter. Successfully downloaded history files and traces using thus. Confirmed stuck key alarm on (B)(6) 2021 at 18:42:09 in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies were noted. Motor was taken to the test bench where it rewound with no errors or alarms noted. Device passed the keypad voltage test. The following were noted during visual inspection: pillowing keypad overlay and cracked case above arrow and battery icon. Stuck button alarm not confirmed. Pump error 37 was confirmed. Rewind anomaly was confirmed due to pump error 37 alarm. Customer allegation for no communication to transmitter and meter was confirmed. Device did not communicated properly with test guardian link transmitter. Unable to confirm alleged high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-2605-2017. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone that the customer had hyperglycemia. Customer's blood glucose level was over 500 mg/dl at the time of incident. Customer's mother stated that the insulin pump had stuck button error alarm and insulin pump stopped working when they inserted a new sensor. Customer stated they were unsure if they pressed a button down for 3 minutes or longer. Customer did change the set and the blood glucose was coming down. Troubleshooting for high blood glucose level was not performed. It was unknown whether the customer was using auto mode feature or not. The insulin pump will be returned for analysis.